Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this defibrillation lead was double counting and the amplitude had dropped. Fluoroscopy noted that the lead had dislodged to the patient's valve. The lead was successfully repositioned. No adverse patient effects were reported.